Event description:
A cartridge alarm occurred in the pump, but the customer was able to continue insulin therapy by successfully loading a new cartridge. There was no adverse impact on the customer's blood glucose level as it was between 54-500 mg/dl, which is within the normal range.